Event description:
(B)(4). It all started with heavy bleeding that wasn't there before essure was put in in 2009. I began having consistent cramping almost immediately in the abdominal area , I started periods with massive blood clots that got so bad it lead to having to have a d&;c and uterine ablation in 2011. Constant muscle and body cramping, tendon pain, lower abdominal and extreme back pain, hair loss, heart palpitations, constant low grade fever of 99.3-101f , high monocyte count, brain fog, inability to focus at times, dizziness, "out of body" feeling, a feeling of wanting to pass out and extreme aching fatigue. I still have these in and I am trying desperately to get someone to remove them.